Manufacturer narrative:
Evaluation summary: breakage may have been caused due to application of high torque along with bending/deflection during its use. The exact cause analysis cannot be determined with certainty. Evaluation codes: no product was returned. Additionally, no pictures or x-rays were provided. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the drill bit broke off and became embedded in the pt's bone during surgery.